Manufacturer narrative:
The customer would not provide additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reported complained of a questionable ise indirect na gen.2 result for 1 patient tested on a cobas 8000 cobas ise module (double). The customer could not provide the serial number for the instrument that had generated the questionable result. The date of event is only an approximation. The initial sodium result was approximately 90 mmol/l and the repeat sodium result was somewhere around 120 mmol/l or 140 mmol/l on another cobas 8000 ise double in the laboratory. The result in question was not reported outside of the laboratory. According to the customer, the sodium result generated by the other cobas 8000 ise double was correct. The sodium electrode lot information was requested but was not provided.